Event description:
It was reported that on (B)(6) 2026, during patient use, the device restarted while the ventilation settings were being changed and device failure 16.3010 occurred. No patient health consequences habe been reported.

Manufacturer narrative:
The examination of the log file provided revealed that a medibus communication error was logged before the reported restart was performed. The device alarmed error code 16.3010. This confirmed the reported behavior. The root cause was a disturbed or sometimes disconnected medibus(x) transmission to the external medibus device. Performing a warm restart is an established approach to achieve a well-defined and stable operating state of the ventilator after an unexpected deviation by restarting internal software processes even without or before operator intervention. The device alarmed and behaved as specified. The restart was successful. Savina monitors continuously the state and the function of internal components and software modules. If a deviation or abnormality is detected, an acoustical and optical alarm is generated. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. The external monitor system is recommended to secure a stable medibus(x) communication. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.